Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/3/2020. H.6. Investigation: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 9007783. Customer returned two (2) 30gx8mm, 0.5ml bd insulin syringes (1 from lot 9231040 and 1 from lot 9007783). Consumer reported that he/she could not aspirate insulin before injection. The returned syringe from lot 9007783 was examined, then tested for flow: the syringe was not able to draw properly. A wire test was then performed on the syringe from lot 9007783: the wire was able to pass through the length of the cannula, and no debris was observed as the wire passed through each end of the cannula. This syringe was tested for flow again and was able to draw and expel properly. Since the cause of the clog was not identified, the root cause could not be determined. A review of the device history record was completed for batch# 9007783. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The root cause for this issue (clogged cannula) could not be determined because the material causing the clog could not be removed or identified. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp was unable to aspirate insulin on 3 occasions before injection. The following information was provided by the initial reporter: the customer (clinic) reports that he/she could not aspirate insulin before injection.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9007783, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-07. Medical device lot #: 9231040, medical device expiration date: 2024-09-30, device manufacture date: 2019-08-19. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp was unable to aspirate insulin on 3 occasions before injection. The following information was provided by the initial reporter: the customer (clinic) reports that he/she could not aspirate insulin before injection.